Manufacturer narrative:
(B)(4).

Event description:
The patient received questionable inr results from her coaguchek xs meter with a serial number of (B)(4). Around 11:43 am the patient got the following inr results and stated that all were within a few minutes. The initial result was 5.8 inr, followed by a result of 5.2 inr, and 3.5 inr. A different finger was used for each test. The patient did not report the questionable results to doctor. The patient considered the result of 3.5 inr to be correct. The patient's therapeutic range is 2.5 to 3.5 inr. The patient did reduce her coumadin dose based on the value from her meter, but she did not receive any treatment based on the result. There was no allegation of an adverse event. The patient stated that she feels fine. The patient did not have any symptoms of bleeding or bruising. In the past she has had some bruising but has never sought medical treatment. The patient is on no special diet. The patient has no hematocrit issues. The patient does not have antiphospholipid antibodies. The patient has not cleaned the meter before. The meter and test strips were requested for investigation. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip (lot 206632-21). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for further testing. The returned customer strips were not used for testing purposes due to being expired. The returned meter was tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 48%, donor 2 hct: 48%. Donor 1: retention meter with masterlot strips: 2.2 inr, donor 1: customer meter with masterlot strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.5 inr, donor 2: customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The patient is taking levothyroxine and l-thyroxine interacts with warfarin or marcumar at the metabolic level. This may result in differences in the inr depending on the sensitivity of the reagent. Further analysis of the patient's meter memory could not confirm the inr results provided by the patient. The investigation was unable to find a definitive root cause. Returned material was pass its expiration date.